Event description:
Patient presented to the physician with a hematoma at the chest incision. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued oozing and fluid buildup from the chest incision. Physician cultured the area and prescribed antibiotics. Results returned positive for mrsa. Physician brought the patient into the or and removed the inspire system. Patient treated with IV antibiotics after the procedure was completed.